Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Medwatch sent via the FDA uf/report # (B)(4), loss of fixation due to plate failure, left index finger metacarpal fracture. Postop: same. Procedures performed: 1. Exploration of left index metacarpal with removal of old hardware. 2. Open reduction, internal fixation of left index finger metacarpal fracture with locking 2.3 millimeter plate. 3. Dbx bone graft substitute, application to fracture site and old screw holes.

Manufacturer narrative:
The reported incident that 2.3 l profyle hand comp late, straight, bar, 6holes was alleged of issue s-12 (implant breakage after surgery) could be confirmed as the communication log and event description shows that the implant broke during bone healing. Based on investigation, the root cause may attribute to a user related issue. The failure may be caused by not following the post operative instruction resulting into loss in fixation of the implant. The instruction for use (v15013 rev m non active implant IFU ot-IFU-105 rev 2_2015-7162) was reviewed: "post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason postoperative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. The implant intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable. The risk of postoperative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional postoperative follow up. Therefore, no nc has been raised. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
Medwatch sent via the FDA uf/report # (B)(4) loss of fixation due to plate failure, left index finger metacarpal fracture. Postop: same. Procedures performed: exploration of left index metacarpal with removal of old hardware; open reduction, internal fixation of left index finger metacarpal fracture with locking 2.3 millimeter plate; dbx bone graft substitute, application to fracture site and old screw holes.